Event description:
Customer reported an erroneous elevated troponin test result was obtained for one patient sample when using the unicel dxc 600i synchron access clinical system. The erroneous test result was generated as an automatic "retest" for an initially elevated troponin test. The erroneous test result was not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and performed preventive maintenance. Fse performed a high sensitivity system check that failed. Replaced the wash carousel bearings, repeated incubator belt alignments, and then verified pipettor and wash arm alignments. Performed a passing system check and a passing high sensitivity system check within instrument specifications. Performed quality control and passed within the customer's acceptable ranges. The fse did not identify a specific cause for the erroneous troponin test result.